Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed that the customer cycled the power and was able to continue running. Fse verified the error 4153 on the error logs but could not reproduce the issue. All cup transfer alignments were verified and the waste chutes were cleaned. Fse found slight buildup of debris in the waste chute, which may have caused a temporary blockage generating the error. Fse then ran the cup transfer test several times without any error. The customer performed quality controls (qc) and ran patient samples with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 18-nov-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4153] c.trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the 4153 c-trans z-home overrun error was due to a blockage in the waste chute.

Event description:
A customer reported error messages 4153(c.trans-z home overrun) with the aia-900 instrument. The customer tried performing an all set home and did not observe any jammed or dropped cups. However, the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) , estradiol (e2), parathyroid hormone (ipth), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.